Manufacturer narrative:
This is an initial report. The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are returned.

Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 2.3 mmol/l and 15.5 mmol/l within a ten minute timeframe. When plotting each readings against the average on a parkes error grid, the results fall in the c zone showing the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.